Manufacturer narrative:
It was reported that the blue circular dome on the back of the f gen light head came off the back of the light. There was no patient involvement, no associated procedure, and no reported injuries or adverse consequences. (B)(4), and CAPA(B)(4) were opened to review and address this issue. This light is within scope of the field action.

Event description:
It was reported the blue dome came off back of light in or 2. There was no patient involvement. There were no reported injuries or adverse consequences. This light is within scope of the field action res 83355.